Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: xb 3.5. Guide wire: pt low, j wire. Sheath: 7f pinnacle. Stent: 2.5x26mm resolute oyx. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
A non-abbott 2.5 x 26 mm drug-eluting stent was deployed in the proximal second obtuse marginal branch; however, post-deployment angiography showed a large perforation within the stented portion. The stent delivery catheter was advanced back into the stent and inflated at low atmospheres. The balloon tamponade in the perforation segment continued at low pressures for several minutes. A 2.8x16mm graftmaster covered stent was then advanced into the proximal left circumflex artery. The balloon being used to tamponade off the perforation was deflated. Angiography did not show any significant extravasation/perforation at this time. The graftmaster covered stent failed to reach the lesion due to the deployed stent. Given that there was no extravasation, no additional intervention was performed and the area is being monitored. The patient remained hemodynamically stable throughout this whole procedure without chest pain or st changes. The graftmaster covered stent did not cause or contribute to any complications or adverse events. No additional information was provided.